Event description:
It was reported that abutment screw fractured. Implant remains placed without any damage.

Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿